Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for excessive noise and function of soft mode switch (safety system). Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device was damaged and would not run, the reverse locking mechanism was blocked, and the device would not reverse. It was further determined that the device failed pretest for check starting behavior, check the power with test bench, check for excessive noise, check for noticeable untrue running, check triggers for forward / reverse mode, check function of soft mode switch (safety system), check for air leak, and check reverse locking mechanism. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.